Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported slda could not be conclusively determined. The reported unintended movement (dc shaft positioning) appears to be related to procedural conditions (dc handle not adequately fixed). The cause of the reported difficult imaging was unable to be determined. The reported unchanged mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and a calcified posterior annulus. One clip was implanted. To further reduce mr, an ntw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). While removing the device, the dc handle was not fixated adequately. Dc handle pointed forward without control, resulting that the atraumatic tip of the dc pointed towards left upper pulmonary vein. No additional clips were implanted, and mr remained at a grade of 4+. There were no adverse patient effects and no clinically significant delay in the procedure.